Manufacturer narrative:
Investigation summary: bd received two photos for investigation. A visual examination of these photos revealed air bubbles in the gel. The photos depict tubes with large air bubbles in the gel barrier (one tube contains a specimen with gel air bubbles present prior to processing). Air bubbles in the gel are observed when air pockets are present in the gel material or if air is introduced into the lines during the dispensing process. There are purges that allow operators to minimize the amount of air bubbles produced from air in the lines, and inspections that minimize the number of tubes released that have air bubbles caused by the air pockets. If small bubbles are present in the gel product when the product is sterilized, these bubbles become larger due to the heat. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported for bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 9 tubes had gel air bubbles. Gel air bubbles were found both prior to use and after collection. The number for each was not specified. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported for bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 9 tubes had gel air bubbles. Gel air bubbles were found both prior to use and after collection. The number for each was not specified. There was no health impact or consequences reported.